Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their implanted neurostimulator (ins) charging quit working and controller gave them an rm03 message, probably last friday. Patient said the message came up twice and wouldn't let them charge the implant so they quit and hadn't tried since. Patient inspected recharger and controller port, but did not see any damage. Patient cleaned connections and blew into controller port. Patient tried to reset controller, but said they had trouble getting the back cover off. Patient started a recharge session during the call and reported recharging excellent: controller 40%. Agent reviewed to continue charging after troubleshooting on the call. Agent also reviewed to try and get help to reset controller and if issue continued after that, to call back for further assistance. Patient called back stating they had continued to charge the implant; however, the paddle became very hot right where the cord goes in. Agent sent request to repair for replacement recharger.